Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lower anterior resection, during the anastomosis, when the green indicator was observed in the window, the safety remained locked and surgeon fired through the safety that "leads" to the breaking of the safety mechanism. The device did cut but did not deploy staples. Donuts were incomplete. Some of the unfired and uncrimped staples fell into the patient's cavity. Surgical time was extended by 30 minutes or more due to device problem. They had to open another device and enlarge the initial incision site and re-anastomosis was needed "to resolve to complete" the case.